Event description:
Reporter stated that caller from facility reported that volume delivered display on station 6 is not in agreement with programmed volume or with the volume actually delivered. This is based on the following: station 6 was programmed to deliver 30ml of solution from a 50ml source container, but the delivered display read 130ml. On the net container station 6 was not programmed to deliver, but the volume delivered display read 10ml. These bags were discarded so there was no pt involvement. The user was advised not to use the unit which will be returned for eval.

Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. It passed all accuracy tests, however station #6 was incorrectly displaying the most significant digit as a one(1), when it should have been a 0 (zero). The complaint of incorrect display was confirmed. The unit was sent to repair. The repair technician identified the lcd as being defective. The lcd was replaced, resolving the display problem. The unit has passed qa final inspection.